Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl, and he was treated with manual injections. The customer was experiencing dehydration and nausea. Troubleshooting was performed. The caller stated that he was getting no delivery alarms prior his admission. The customer declined to continue testing and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.